Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties occurred. A intellamap orion¿ catheter had been advanced. During the procedure, the device became entangled in the mital valve apparatus. The physician administered adenosine, which slowed the heart. The device was able to be untangled and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.